Event description:
It was reported by the customer that the pyxis medstation es system had a matrix drawer failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer jammed due to the faulty slides. A field service engineer replaced the slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.